Manufacturer narrative:
Follow-up # 1 ¿ (02/25/2015). The patient¿s meter and test strips have been returned on 2/11/2015 and 2/25/2015, respectively, and evaluated by lifescan product analysis on 2/13/2015 and 2/25/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 device evaluation: the lay user/patients control solution has been returned and further evaluated by lifescan product analysis with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter read inaccurately when performing a control solution test. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unsure when the alleged product issue first began. The patient reported obtaining a control solution test of ¿109mg/dl¿ on the subject meter, which fell below the accepted range of ¿116-155mg/dl¿ as printed on the test strip vial. The patient also alleged that the meter was reading inaccurately erratic. The patient reported blood glucose readings of ¿87 and 240mg/dl¿ on the subject meter; however, the time difference between these results exceeded 20 minutes. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their food/drink intake on (B)(6) 2015. The patient reported developing a symptom of ¿almost passed out¿ sometime after the alleged inaccuracy began. The patient did not report any treatment for this symptom. At the time of troubleshooting, the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.